Event description:
It was reported that an ecs29 was used during a colon procedure. It was reported by the affiliate that the adjusting knob would not rotate. Another instrument was used to complete the case. There was no consequence to the pt.